Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system showed blue screen and gave reboot circle error. The fse did the system troubleshooting and found that the flexvision pc was not booting properly as it was continuously trying to reload its software. The fse replaced the flexvision pc with the hard disk to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's flexvision computer (pc) was not booting properly. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.